Event description:
It was reported that the patient presented for a generator replacement procedure. During the pre-procedure device interrogation, it was discovered that the left ventricular (lv) lead had failed to capture. An x-ray imaging showed that the lv lead was dislodged, likely due to twiddler's syndrome. The lv lead was explanted and replaced. The patient remained in stable condition.